Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429888 implantable pacing lead 2013 (B)(6); 5076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that during target vein left ventricular lead placement the lead guidewire became stuck in the lead and could not be removed. The lead was removed and a new lead was implanted. It was also reported that one day after implant the right ventricular (rv) lead had a decrease in sensing. The rv sensing vector was reprogrammed for appropriate sensing and the rv lead remains in use. No patient complications have been reported as a result of this event. The patient is part of the attain performa study.